Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was noted: minor scratches on the display window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the act button on the insulin pump was not responding. Customer's blood glucose was 141 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.